Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported by the patient as per doctor, due to diet (no further detail was provided). On unreported date(s), the patient was hospitalized for the event, began treatment for the peritonitis with unspecified drugs added to the dianeal solution (doses and frequencies were not reported), the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.